Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the systems were sluggish. A field service engineer verified the issue, checked the firewall, and disabled it. Speed and duplex settings were changed to 100/half. The device was rebooted, and firmware updates were successfully run. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple machines were sluggish. Device running slow and customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.